Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on his onetouch ultramini meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that on (B)(6) 2010 at 2:15 pm, he had obtained a 204 mg/dl on his meter and less than 10 minutes later tested on an ultralink meter and obtained a 167 m/dl. He took his usual dosage of medication (insulin) based on the meter result of his ultramini meter . At an unspecified time later, he developed symptoms which consisted of feeling shaky, numb lips and feeling hungry. He tested on his ultralink and obtained a 61 mg/dl and he self-treated with four glucose tablets. He felt better shortly after self-treatment. He did not seek any further medical attention or contact his physician for assistance. The test strip vial was not cracked or broken. The test strips were not expired. A quality control test was done and the test strips passed using the control solution. The technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the patient alleged that due to the high readings, he later developed symptoms suggestive of a serious injury and self-treated with glucose tablets.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient was explanted due to the results of an x ray indicating the electrode tip being folded over. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).